Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient developed a herpetic keratitis (not related to the device), approx. 1/12 post op, with an iop spike to 39mmhg in the left eye. Patient underwent 3 separate needling procedures and is now back on maximally tolerated medical therapy and has an iop of 15mmhg now at the 3 month post op period. The device remains implanted.